Manufacturer narrative:
Concomitant medical product: 5076-45 lead implanted: (B)(6) 2005; if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed superior vena cava syndrome. The right atrial (ra) and right ventricular (rv) leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in portions was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.